Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One unfilled unit was received in its original opened over-pouch. The initial visual inspection of the unit confirmed the reported problem. The blue winged luer cap was found separated from the unit's distal luer. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
A customer reported that an infusor elastomeric device arrived at their facility with the blue winged luer cap detached and sitting in the bottom of the box. This observation was made prior to patient use. There was no patient involvement, injury, medical intervention, or adverse event associated with the report. No additional information is available.